Manufacturer narrative:
The account isolated the issue to the right patient control board. He replaced the patient control board to repair the bed.

Event description:
The account alleged that the head section will not lower electrically but will with CPR. Once he lets go of the CPR, the head section will raise back up on its own.